Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a orders not populating, 1 patient only. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the orders were not populating for one patient. A technical support specialist (tss) connected to the server and identified that only the reported order was active for the encounter, despite an existing order already being present. A follow-up call was made to update the customer, who confirmed observing the same findings. The issue was then escalated to their pharmacy team for resolution and with the necessary actions taken, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ es server, it had an order not populating, 1 patient only. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.